Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 04-dec-2017, a field service engineer (fse) was dispatched to the customer's facility. After inspecting the g8 unit, fse observed the peek tubing came loose from the fitting. Fse tighten the assembly, primed the instrument, and ran quality controls (qc). The result was within acceptable range and the g8 instrument was performing as intended. No further action was required. A 13-month complaint history review and service history review for serial number (B)(4) from 04-nov-2016 through 04-dec-2017 for similar complaints was performed. There was one similar complaint complaints identified during the searched period. The g8 operator's manual under chapter 1: applications, section 1.6 reagent and column preparation and installation provide guidance on column installation and checking for leaks. Under installing tskgel g8 column (page 7), the manual states "press pump flow to start pumping and check for leaks. The pressure should rise to the pressure level that is indicated on the column inspection report + 4 mpa. If leaks occur, tighten fittings." The most probable cause of the reported event was due to loose peek tubing from filter.

Event description:
On (B)(6) 2017 a customer reported the peek tubing for the line filter came loose on the g8 instrument. The customer is unfamiliar with the g8 instrument and requested service to address the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.